Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type iiib endoleak with sac growth complaint is unconfirmed due the lack of the relevant medical information. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms for this complaint could not be determined. The final patient status was reported being stable post the secondary endovascular procedure. Unable to identify the contributing factors for the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 1.5 years post initial procedure, a type iiib endoleak with an increased aneurysm sac (unknown diameter) were detected during routine follow-up. However, the exact date of event is unknown. The physician elected to treat the patient by implanting additional bifurcated afx2 device on (B)(6) 2019. The endoleak was confirmed resolved and the patient is reportedly in stable condition.